Event description:
During collateral ligament repair of the left ankle, the doctor asked for tornier 3.0 mm anchors. The first two failed by breakage at the interspace between the anchor and suture. The third one worked without incident.